Manufacturer narrative:
Investigation pending.

Event description:
The caller, patient self tester's nurse,diane, alleged a variance between the inratio inr result in comparison to the poc inr. The results are as follows: 8/18: inratio=6.2, poc=1.5 the nurse calling in for the patient self tester was out of town when the correclation was performed. The patient self tester's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
The monitor and strips associated with the complaint were returned for investigation. The customer's complaint was not confirmed during in-house testing. Returned and retain strips tested on the returned monitor met accuracy criteria. After reviewing the entire in-house testing history for lot 367839a, no product deficiency was found for this lot. A review of the manufacturing records for lot 367839a did not uncover any non-conformances. The lot meets release specification. The returned monitor met functional and thermistor testing requirements during investigation. The impedance curve associated with the customer's result was statistically analyzed and was found to be normal in shape and does not exhibit weak-slope change or other abnormalities in shape. There is no information which suggests a product deficiency with the monitor. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.